Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while using a 5f exoseal vascular closure device (vcd), the device could not function normally, and the indicator window did not change color. Hemostasis was achieved by manual compression for 20 minutes. There were no reported injuries to the patient. The device was stored and prepared in accordance with the instructions for use (IFU). The procedure was performed using a retrograde approach and was a diagnostic procedure. The physician was certified in the use of the exoseal vascular closure device (vcd). There were no visible signs of device or package damage prior to use. A 5f non-cordis short sheath was used. Angiography confirmed the suitability of the femoral artery, including an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be =5 mm. There was no visible calcification or plaque at the puncture site, no stent near the site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to use of the vcd. There was no difficulty connecting the non-cordis sheath with the vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the vcd and non-cordis sheath were retracted together until bleed back significantly slowed or stopped. The physician¿s thumb was not placed on the plug deployment button during retraction. No red color was observed in the indicator window during retraction. The indicator wire loop was deployed and visible upon device removal, with no known anomalies reported. The device will be returned for evaluation.